Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Patient had a superdimension procedure on (B)(6) 2015. The patient passed away on (B)(6) 2015. The primary physician stated that the death was not related to the superdimension device or procedure. Additional information received on 01/22/2016 stated that the patient was admitted to the hospital on (B)(6) 2015 after a fall and experienced a brain bleed and subsequently died. If additional information is received a follow-up report will be submitted.